Manufacturer narrative:
H10:  additional manufacturer narrative: updated a4, b5, b7, patient codes, device codes; through the receipt of medical records the stenosis and regurgitation was confirmed. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of the event is most likely due to patient factors and progression of patient's underlying valvular disease pathology. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. H11: corrected: b1, b2, h1, conclusion codes.

Event description:
It was reported a patient initially implanted with a 23mm aortic valve for 13 years 10 months had a valve in valve procedure due to moderate to severe stenosis and mild pvl. A 23mm replacement valve was implanted in the patient. The patient was discharged pod#1.

Manufacturer narrative:
Additional manufacturer narrative: as with all prosthetic heart valves, serious adverse events, sometimes leading to death, may be associated with the use of tissue valves. In addition, adverse events due to individual patient reaction to an implanted device, or to physical or chemical changes in the components, particularly those of biological origin, may occur at varying intervals (hours or days), necessitating reoperation and replacement of the prosthetic device. The device will not be returned for evaluation, the device remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. The root cause of the event is indeterminable, however, patient factors and progression of patient's underlying valvular disease pathology may have contributed. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with a 23mm aortic valve for 13 years 10 months is pending a valve in valve procedure for unknown reasons. The case has not been scheduled and the current patient status is unknown.